Manufacturer narrative:
Eval summary: the femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases, a portion of polyethylene on the device. Independent lab testing found the residue to be non-toxic. Actions have been taken to both the packaging and sterilization processes to reduce recurrence. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that plastic wrap was found on the implant. The surgeon changed from minus to standard, which he did not want to do.